Event description:
Pt (dp) was experimenting with the bolus device on the pump he was given. He was watching the fill volume of the bolus device. As soon as it indicated full (about 15 minutes), he pushed the button. He got 5ml every 15 minutes. He did this at least 4 times, measuring the outcome each time. Feels he was getting overdosed if he pushed the button every 15 minutes.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter (pt). No sample was received for eval and investigation. Without the actual sample, a complete investigation cannot be conducted. From info received from the pt, the bolus device was depressed as often as possible to determine how much medication could be achieved. It was reported that over 5 ml could be delivered every 15 minutes. The measuring technique and collection method were not provided. The device was not dispensing medication to the pt during this time as the volume was being measured. The product label for the on demand (pn 1306085, rev b) states "warning: flow rate is adjustable and bolus is deliverable on demand. To reduce potential adverse effects, medication dosing should be based on the total flow rate." In addition, the bolus activation section states: "5. Pressing the bolus button prior to the end of the refill time will result in a partial bolus dose." A review of the lot history found no other complaints for the bolus delivering more medication than labeled for the reported lot number. If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.